Event description:
Related manufacturer reference number: 2017865-2023-09862. .was reported that the patient presented to the hospital for a follow-up on 26 jan 2023. During examination of leads, it was noted that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged. Lv lead dislodgement was noted on x-ray during examination. The physician explanted and replaced the lv and ra leads on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found the partially extended helix clogged with blood. X-ray examination found a bent/damaged/stretched helix at the helix region and an over torqued inner coil at the connector region, consistent with procedure damage. Due to a bent/stretched helix and an over-torqued inner coil, consistent with procedure damage, the helix could not be extended/retracted by applying torque to the connector pin and the extension length could not be measured. Electrical testing did not find any indication of conductor fractures or internal shorts.